Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the display on the insulin pump would go blank and would return after a while. Customer's blood glucose value is unknown. She stated that they had received a battery cap replacement but the issue persisted. It was stated that the display was not blank less than 30 seconds and was not blank at the time. She stated that the battery cap was not damaged or corroded and was unsure if the customer has dropped the insulin pump. She confirmed using the recommended battery type. It was advised to monitor the device and call back if the display goes blank again in order to troubleshoot.